Event description:
During a hip fracture procedure, the buttress/compression nut (357.371) disengaged from the aiming arm (357.366). Surgeon reattached devices and completed procedure. This is 1 of 2 reports for this event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection revealed the buttress/compression nut was returned with scratches on finish and nicked edges on non-knurled areas. Knurled area is also scratched and worn. Holes in knurled area are worn and material around top of holes is not level. Neck area has machining marks around entire circumference. Conclusion due to uneven material around holes in knurled area, not all relevant features to the complaint could be checked. No issues were found during the dimensional analysis on features that could be checked. Since all relevant features could not be checked due to wear this complaint is indeterminate from a manufacturing standpoint. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. The original evaluation was submitted in the parent medical device report for the buttress/compression nut for part 357.369 in error. The only error was the manufacturing evaluation, this evaluation is for the aiming arm. The visual inspection revealed the aiming arm was in very bad shape. The black color from the anodic treatment was almost completely washed away. There were scratches and dents all over the instrument. The lot number cannot be fully defined anymore as it is worn away. The flat guiding surface in the sleeve hole was extremely worn out and deformed. The movable locking plate had a burr at the bottom side. The thread flanks of the locking screw hole were almost flattened by wear. Based on the appearance of this device we suppose that the damaged guiding surface and the burr at the locking plate did contribute to the complained event. The relevant dimensions cannot be measured because of these damages. The first two digits (=45) of the lot number are visible and indicate that this device was manufactured in the year 2003. Based on the age and the appearance of this aiming arm the investigation excluded a manufacturing fault and determined the root cause of the event may be wear and tear by excessive use over the years. A review of the device history records was performed and no complaint related issues were found. Placeholder.